Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that caller called back and stated that they can't connect to mystim to change some of the therapy settings; they got the setup screen but was unable to scan or put the serial number. Agent provided instructions to reset the bluetooth on the handset, and reset the communicator. Caller accessed mystim and got the setup screen and scanned the code. Agent had caller pressed the power button on the communicator and retried to connect; caller confirmed connected to mystim and was able to change settings. Agent provided information on how to use the external devices and application to pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an the external equipment. The reason for call was caller reported that the pt was feeling uncomfortable with the therapy and wanted to decrease the stimulation. Caller stated that they were not able to connect to the implant to adjust the therapy because they were getting the message communicator not found. Agent walked caller through resetting the communicator. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a patient's (pt) representative regarding an the external equipment. The reason for call was caller reported that the pt was feeling uncomfortable with the therapy and wanted to decrease the stimulation. Caller stated that they were not able to connect to the implant to adjust the therapy because they were getting the message communicator not found. Agent walked caller through resetting the communicator. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.